Manufacturer narrative:
Device evaluated by MFR: the device was not returned. The investigation conclusion is anticipated procedural complication as the event is due to a known physiological effect of the procedure noted within the directions for use, and/or device labeling. (B)(4).

Event description:
Same case as MDR ID: 2134265-2018-03027. It was reported perforation and pericardial effusion occurred. A left atrial appendage (laa) closure procedure was performed. Transseptal puncture was performed and then the watchman® access system (was) was advanced. A pigtail catheter was inserted and guided to the distal angle of the chicken wing anatomy. Two lines were drawn with dry erase marker on the fluoroscopy screen demonstrating a stopping point for the was and to later be the stopping line for the feet of the closure device. When the pigtail was removed it¿s possible the was accidentally advanced past the stop line. The placement was discussed. The implanter immediately withdrew the depth of the was. The patient was inspected for pericardial effusion but none was noted. The 24mm watchman ® laa closure device was then deployed. From the look of the deployed device on fluoroscopy, another evaluation for pericardial effusion was requested and an effusion was noted. Pericardial effusion was confirmed via transesophageal echocardiogram (tee) and fluoroscopy. The anesthesiologist was instructed to reverse all heparin with protamine. Pericardiocentesis was performed. The patient was continually monitored while their own blood was being successfully reintroduced through the was. The patient maintained stability. The patient was evaluated repeatedly through multiple measures and the leak from perforation had ended. The release criteria of the watchman closure device was not met yet. It was the unanimous decision to perform a partial recapture of the device and deploy more proximal. This was successful and the device was released in the laa. The patient had a limited transthoracic echo at noon and 5pm the same day with no effusion noted. The patient was walking, talking and 3x alert without any signs of neurological change. No further patient complications were reported. The patient was doing well.